Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that during the attempt to implant this lead the lead displayed high impedances via the pacing system analyzer (psa) and device. A lead fracture was suspected. The lead was not used and is to be returned for analysis.